Event description:
The report received indicated that a coronary artery dissection occurred during implantation of a cypher stent. The event involved a patient was a past smoker with a history of hyperlipidemia. Indication for the procedure was stable angina and ECG and echo stress tests suggested coronary artery disease of ischemia. Medications during the procedure included aspirin and clopidogrel. The dissection occurred after implantation of the cypher stent at the left anterior coronary artery at 22 atms to treat a 3.0 x 6 mm lesion described as de novo, irregular with moderate tortuousity and heavy calcification. The lesion also had a 90% stenosis and was classified as type b2. The dissection was treated by implantation of another cypher stent.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.